Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the gantry rotor was not aligned properly causing the system to prevent the doors from opening and closing. The door switch was damaged as well. The gantry door was aligned and the door switch was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that before a procedure, the system was not responding to user input for opening the gantry. A manufacturer representative could not fully close the gantry using the pendant and the pendant showed the door open when it was closed. There was no patient impact. The site had a different imaging system they could use.